Event description:
It was reported that the lead was not able to be connected to the header of the device during the implant procedure. The device was explanted and replaced to resolve the event and the patient was in stable condition.

Manufacturer narrative:
Further information was requested but not received.

Manufacturer narrative:
The reported event of could not fix the lead in the header was confirmed. Analysis revealed the user of the torque wrench stripped the inset of the setscrew due to incorrect wrench insertions. The user forced the wrench down into the setscrew inset so that the wrench was wedged into the inset walls and stuck the wrench in the setscrew. When the user removed the wrench out of the device, the setscrew stuck to it was removed out of the device with it. The setscrew was stripped then stuck to the wrench tip both preventing the lead from being tightened and fixed in the header. This problem is related to the user¿s incorrect use of the torque wrench. The setscrew anomaly was consistent with having occurred during the procedure.

Event description:
Corrected information: additional information received indicated the set screw was unable to be tightened to the device header during an unrelated procedure. This resulted in the inability to connect the lead to the header that was previously reported.